Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The guidewire and difficult-to-position allegations were confirmed a guidewire insertion test encountered difficulty/blockage 37 centimeters (cm) from the terminal pin due to the lumen being clogged with dried blood (this is an open-tip lead). No damage to the lead body damage was observed. The returned lead passed a pressure test indicating outer insulation was intact. The lead body damage allegation was not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to placement difficulty. Also, physical damage was noted in the lead body. After positioning the lead and prior to slitting guide catch, the wire would not advance down the lead. After slitting, the lead was pulled back and a wire would still not advance down the lead. The lead was never in service. No adverse patient effects reported.